Event description:
Pt was revised to address tibial loosening.

Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date 07/10/10 during drain cycle 3. The patient's ultrafiltration (uf)reading was 1947ml. The programmed fill volume was 2000 ml. This information gave meets overfill criteria. Product surveillance followed up on (B)(6) 2010 with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice was evaluated by the product analysis lab (pal) for the reported event of increased intraperitoneal volume (iipv). The device passed the homechoice rite electrical test but failed the rite functional test due to being received inoperative for a blank display. Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred during therapy started 7/10/10. During cycle 3 the user had an ultrafiltration (uf) volume of 1947 ml, which met the criteria of an iipv of solution. The assignable cause of this iipv was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The inoperative display did not adversely affect device performance specification requirements relative to accuracy and temperature and the device was found to meet functional specifications relative to the additional issue of iipv. The display pcb will be scrapped and replaced during device servicing. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Labeling: there is no indication the reported incident was a result of a mislabeling, use error, or misuse of the device, and the adequacy of the labeling is not being questioned.